Event description:
It was reported that the o2 connector was leaking during use of the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested, the user facility solved the problem by themselves. According to the information received from user facility, the problem was solved by cut the trachea and reconnect the connector. After repair, the ventilator was once again in clinical use. No pictures were received and no part was returned for further investigation, therefore the root cause could not be determined.